Event description:
Pt called alleging that the test does not start. Customer service had pt retest with a new test strip and still the test would not start. The application of blood sample on the strip is done properly. Customer service had pt use a new vial of test strips and was able to obtain a bg reading of 64mg/dl. Pt took glucose based on their reading. Customer service is replacing subject vial of test strips.